Event description:
It was reported that this device has less than three months of battery longevity. Analysis indicated that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. Moreover, the engineers recommended replacing the device and then return for detailed analysis. As of the moment, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage measurements displayed a pattern of steady and rapid discharge. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device has less than three months of battery longevity. Analysis indicated that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. Moreover, the engineers recommended replacing the device and then return for detailed analysis. Additional information was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device has less than three months of battery longevity. Analysis indicated that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. Moreover, the engineers recommended replacing the device and then return for detailed analysis. Additional information was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.